Manufacturer narrative:
The lot number was known and reported in the previous submission; however, the method code 3317 was inadvertently left out. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported emanating from a crack in the patient] line of the homechoice cassette, which is known to cause this alarm. The cause of the crack in the patient line could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak between the patient line of the homechoice cassette. The caregiver (cg) noted that the crack was in the patient line and not on the patient extension line that led to this alarm. The renal therapy service assisted with ending therapy and cassette removal and the cg was advised to start over therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.